Event description:
It was reported that pt continues to experience pain in hip since the surgery as per pt's wife. Medical records were destroyed from (B)(6) 1990 and (B)(6) 1995 surgeries. Pt is scheduled to have revision surgery. Pt has retained an attorney.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.